Event description:
There is no adverse event associated with this device malfunction. This report is made based on results of investigation completed on (B)(4) 2013: the pump was returned for investigation and evaluation revealed a pinkish hue on the display screen that had not been reported by the user.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The insulin infusion pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a pinkish contrast was observed on the display screen. The pump cover was removed and the pink display was replaced with a test display. The test display has normal contrast with no visible signs of discoloration.